Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The inductive on the joystick is not working correctly &#14339;hair drives slow and pulls to one side.

Manufacturer narrative:
The device was returned and the evaluation states that the controller/joystick has an inductive failure.

Event description:
The inductive on the joystick is not working correctly - chair drives slow and pulls to one side.